Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc). The patient experienced intermittent premature ventricular contraction (pvc) and fusion beats. Technical services (ts) discussed a posible analog blanking. The right ventricular (rv) lead is suspected to present product performance issues. The rv is not a boston scientific device. The device remains in service. No adverse patient effects were reported.